Event description:
It was reported the device was used in a laparoscopic inguinal hernia repair. It was reported the staples would not close properly. Another device was used to complete the case. There was no consequence to the patient.